Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after receiving inappropriate atp and hv therapy. The inappropriate therapy was observed via remote transmission. Programming changes were made. The patient was in good condition after the event.